Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and the system error 21515 (uso sensor failure low) was present. A system error 21515 is unlikely to cause harm to the patient. The reported condition of an undetermined alarm was verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was programmed with potassium chloride infusion as 10meq/50ml bag. It was unknown if the pump had been powered off in the night. A triple carrier was in use with the pump in question as the last pump on the carrier with one additional pump located below the carrier. It was unknown how the line was primed or who performed the priming. The nurse entered the patient room to perform a line flush and added a volume of 15ml (added 18 minutes to infusion). The device was actively infusing upon exiting the room. At an unspecified time, they were called back due to an audible alarm (reported louder tone). The screen was found to display the following information: "system error". The potassium bag was empty - the pump status was unknown prior to the system error. The tubing was removed from the pump and a new pump and tubing set were used to hang the next potassium rider. The pump did not alarm for air in line. The pump also had fluid backing up into the attached ranger fluid warmer tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. Additional information h11: the device was visually inspected and tested by research and development and no issues were identified. There is no obvious damage to the device and the pump channel is clean and free of debris. The device was tested at 250ml for one hour and again at 100ml/hr for several days and no system errors occurred. Additionally, the device was tested at 25ml/hr for several days with the tubing slightly kinked and no system errors occurred. The device was tested for upstream and downstream occlusion detection with passing results. No component issues were identified with the device and it was operating within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.